Event description:
Complainant indicated that the clinicians were attempting to pace a female pt (age unk) with the ma setting at 40 & the ppm setting between 60 & 80, but the device would not capture the pt's heart rhythm. In addition, the complainant indicated that twice the device began to pace the pt with the device in monitor mode. The clinicians were able to obtain another device to successfully pace the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.